Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents have been reviewed and no complaint related issues were found.

Event description:
It was reported that the plate bent during the removal of a 12 hole condular plate for an unknown reason. The patient was originally treated for a distal femur fracture and it was also reported that there was a nonunion and an infection present as well. It was reported that the reason for nonunion remains unknown but was not a result of the plate bending. The surgeon had stated at an earlier date that the patient was non-compliant and walked on the plate too early. The plate was discovered bent during a routine follow-up via x-ray on an unknown date. No information is known about the patients infection including the type or cause. While all the 16 screws removed were intact, currently, the lot numbers of the screws remain unknown. The product has been returned for investigation. This is report 1 of 17 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing evaluation was performed. The report states that the part was received and upon visual inspection found numerous surface scratches mainly on the top surface of the plate with some deeper scratches around hole 9 and 10. There was discoloration in holes b, c and e and sections along the side of the shaft. Foreign debris was located in holes e and c and was not removed during this investigation. Damage was seen in the dcu slots along the bottom side of the plate in holes 4-6, 8 and 9. The bend noted in the complaint occurred in the threaded portion of hole 5. Inspection performed during this evaluation against the requirements at the time the part was released found nothing that would have caused or contributed to the complaint condition. Therefore, this complaint is deemed indeterminate. The plate was not bent during removal. The plate was observed bent during a routine follow-up via x-ray on an unknown date. Therefore, a plate and screws were removed.

Event description:
The plate was discovered bent during a routine follow-up via x-ray on an unknown date. A 12 hole condular bent plate was removed, while all the 16 screws removed were intact. This is report 1 of 17 for (B)(4).